Manufacturer narrative:
A sample device is not available and is not expected for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the patient experienced a possible capsule tear. The iol was removed and replaced with an alternate lens model during the initial procedure. Additional information was requested however, further information has not been received.